Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative. D4: UDI & lot number. D9: part returned. D10: additional concomitant device reported. H3, h4, h6: device history lot. Device history lot . The DHR of product code: 199721001s. Lot : wj1122. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 12.10.2019. Qty: (B)(4). Investigation summary it was reported that this was a plif treating spondylolisthesis at l5/s on (B)(6) 2021. After a rod was deployed, the surgeon was not able to tighten the collection key. Also, metal powders came out. The surgeon retried with two more replacing collection keys, which both failed. So he replaced the screw this time and tightened all the devices. The procedure was delayed less than 30 minutes. No further information is available. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown). This complaint involves six (6) devices. The product was returned to the us cq for evaluation. Us cq conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the set screw implant external threads were slightly stripped. The dimensional inspection was not performed due to the post-manufacturing damage. The stripped condition of the external threads was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of depuy spine¿s quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition would contribute to the alleged device assembly issue. While no definitive root cause could be determined, it is possible the external threads of the set screw implant were stripped due to unintended/overt forces. . There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: the following drawings reflecting the current and manufactured revisions were reviewed: - dwg-887042477 rev. D & c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4 lot number

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a posterior lumbar interbody fusion (plif) treating spondylolisthesis at l5/s, after a rod was deployed, the collection key was not able to be tightened. Also, metal powders came out. Two (2) additional collection keys were tried but both failed. The screw was replaced and all of the devices were tightened. The procedure was delayed less than thirty (30) minutes. This report is for one (1) 5.5 exp verse unitized set screw. This is report 4 of 5 for (B)(4).